Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated the 90% stenosed 3.5x20mm target lesion located in the proximal left circumflex (lcx) artery. Treatment placed a 3.5x24mm taxus express2 study stent. Post dilation was performed resulting in 0% residual stenosis and timi 3 flow. The pt was discharged 3 days later on bayaspirin and plavix. In 2009, the pt was diagnosed with stable angina and a restenosis of the proximal lcx was confirmed. Three days later due to ischemic symptoms, treatment placed an unspecified taxus stent in the 99% stenosed 2.5x12mm lesion located from the proximal to distal lcx resulting in 0% residual stenosis. Timi flow improved from 0 to 3 in the proximal lcx and timi 3 flow was maintained throughout the procedure in distal lcx. Three days later, the stable angina subsided and the pt was discharged. Per the physician, the restenosis was not confirmed at the taxus stent site but at its peripheral side and progressed into 99% stenosis unrelated to the study stent. However, the independent medical review (imr) results confirmed the event as a major adverse cardiovascular event.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.